Event description:
I was told that it was shown on the xray that my left side coil had ripped through my fallopian tube and is lodged half in and half out of my uterus. Since having the essure inserted I get frequent headaches (which I used to rarely get) and at times I have measuring from mild, to intense cramps/pain on the left side around my menstrual cycle. (B)(4).